Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure and safety reset events while used on a patient. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported total power failure with no prior warning alarm and also revealed internal battery error messages and a single occurrence of a error (sf180) related to a battery charger fault. The investigation determined that the root cause of the total power failure and battery charger fault was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure and safety reset events while used on a patient. It was reported the patient was immediately connected to a backup device. There was no patient injury reported as a result of this incident.